Event description:
The customer alleged oil mist and haze were present. The customer stated there had been about twenty employees that had been affected by the haze. The customer refused to complete any human reaction (hr) paperwork and did not respond to follow-ups after multiple attempts. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) replaced the oil mist filter housing and the catalytic converter. The fse performed a successful empty cycle. The unit met the manufacturer's specifications. Results: catalytic converter. The oil mist eliminator was installed into the sterrad nx. Upon starting pump-down, the filter and housing began emitting a mist. The filter was visually inspected and taken apart. It was noticed that there was a gap between the filter relief valve and the filter housing. Upon being disconnected from the pressure relief valve, there was a particle lodged between the filter and housing creating a gap. A ftir (fourier transform infra-red) was performed on the particle and it was determined to be a polymer. This information was provided to alcatel and a scar was initiated for alcatel to determine where this particle came from and to put controls in place in order to mitigate future occurrences. The sterrad nx fmea was reviewed for the issue of the oil mist filter being clogged. The risk priority number (rpn) is acceptable. There is a decreasing trend of oil mist complaints across the sterrad nx product line. The peak that occurs are taken into account by the recall. Once customer were notified of the issue, they called for their filters to be replaced. The DHR for the sterrad nx was reviewed and there were no issues related to misting noted. The service and complaint history of the sterrad nx was reviewed and this is the only occurrence of confirmed misting. The customer called and reported misting one time after this event occurred but when the fse went to the site there was no evidence of oil mist.